Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+2.0/089 (sphere/cylindar/axis) into the patient's left eye (os). The lens was explanted intraoperatively, the surgeon noting lens tear/break during injection into the eye. This occurred on (B)(6) 2018. Reportedly, the lens was torn during loading into the cartridge. 'Patient injury' is indicated as no. On (B)(6) 2018 an alternate lens was successfully implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn. (B)(4).